Event description:
It was reported that the surgeon planned to implant a dorsal lisfranc plate on the first and second cuneo-metatarsal joints. During the surgical procedure, the bending forceps did not lock properly on the plate, and the plate could not be bent as needed. As a consequence, the length of the surgical procedure was prolonged by about two hours. Dorsal lisfranc plates are intended for fractures, fusions, osteotomies and replantations of small bones at the tarsometatarsal joints -lisfranc joints.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.